Manufacturer narrative:
Updated data: b4, d9, g3, g6, h1, h2.

Event description:
N/a

Event description:
It was reported during a routine check by the customer that the cardiosave intra-aortic balloon pump (iabp) left battery charging port was not working. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigations, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the power management board. The fse verified the unit calibrated. The unit passed all functional and safety tests per factory specifications. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part pcb, power management with a reported unit failure of left battery charging port not working. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part pcb, power management into the cardiosave test fixture serial and tested the board to factory specifications per procedure and the cardiosave service manual. The fat could not replicate the complaint of the battery not charging in the left battery charging port. The battery continuously charged in the left battery slot (slot 1) with no problem found. The board passed testing. Retaining the board in the fat dept. Per procedure.